Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A search of the complaint file did not find any other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after placement of the system, the anchor was not released. So the customer needed to remove the system. Manual compression was done instead. Manual compression applied for 20 minutes. It was reported that there was bleeding that occurred int the procedure room. It was reported that there was no patient harm. The patient was stable and discharged. Additional information received on 9/29/2017. No reported blood loss. The vessel or vessel wall was not injured besides the regular puncture. The location of puncture site was reported to be at the ideal puncture site. The device was removed easily.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device history review, the UDI no., device manufacturer date, and the expiration date. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6f angioseal vip was returned for evaluation. One hemostasis sheath and carrier tube assembly was returned. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance (bls) was seen on the returned components. The leading leg of the anchor was visible in the carrier tube upon closer inspection. Functional testing was conducted. The device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The anchor was grasped and the suture/collagen was extracted along with the tamper tube. Dried blood like substance deposition was observed on the collagen and carrier tube. The overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non-deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. Upon functional testing no anomalies were found and the device worked as intended. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.